Manufacturer narrative:
The root cause is related to human error. In a communication from the sales representative, the surgeon acknowledged that the wire was (accidentally) broken by either the nursing staff or the patient's family. The broken activation wire was not returned for evaluation. The lot number for the device was not provided, so no review of the DHR could be performed. The review of CAPA investigations identified internal CAPA investigations concerning activation wires. The result of this CAPA was to discontinue manufacturing of these devices until in-house manufacturing and process validation activities can be completed. The two (2) year review of ncrs did not identify any internal non-conformances. There have been no additional complaints for this device within the last two years. The review of the logic jr. Failure modes and effects analysis shows that the risks associated with this issue has been assessed. However, it only includes two (2) possible causes related to inadequate design. A review of the logic risk management file shows that this failure mode has been addressed, and includes failure modes associated with user error. The risk level for this failure mode is low. Due to the robustness of the logic risk management file, the logic jr. Fmea will be updated as well. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the initial report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original submission report: 11/01/2016.

Event description:
On 10/11/2016, osteomed was notified of an incident that occurred with the 52mm activation wire. Dr. (B)(6) went to the patient's hospital room for their daily distraction (turning/advancing of the activation wires). The nurse handed dr. (B)(6) the broken piece of activation wire when he walked in, it was from the patient's right side. We are assuming the wire was broken by a staff member or family member while holding the patient. The distraction of the patient's mandible was mostly complete.